Event description:
The surgeon reported the system stopped. No system message displayed. The customer switched out the handpieces several times with no results. The pt remained on the table for more than an hour, with her eye opened. A posterior capsule tear and perioperative corneal edema were reported. The system was switched out and the surgeon performed an anterior vitrectomy to complete the case. Additional info from the surgeon stated the event occurred during the iol implant. The surgeon stated the pt's prognosis is intermediate because the pt's sight is very bad. The surgeon is treating the pt with ofloxacin to prevent an infection. The surgeon did not fault any alcon product for the posterior capsule tear. The surgeon stated the posterior capsule tear was a complication of the surgery.

Manufacturer narrative:
The company service rep examined the system. The event log was reviewed with an IV pole system message noted. The system primed and tuned with no problems. The footswitch wire was not in contact and would not work. No further testing of the system was possible. The facility did not request a new footswitch. The facility did not request a quotation for service to the system. The root cause of the pt event cannot be determined in this investigation. Posterior capsular tear is an issue that is occasionally reported with cataract surgery.